Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 50512938,50529422) inserted. The patient's medical history included pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and hysteroscopy). Essure was removed on (B)(6) 2019. The reporter considered pelvic pain to be related to essure. Lot number: 50512938 manufacturing date: 2010-06 expiration date: 2013-06. Lot number: 50529422 manufacturing date: 2010-06 expiration date: 2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: quality-safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 50512938,50529422) inserted. The patient's medical history included pelvic adhesions. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and hysteroscopy). Essure was removed on (B)(6) 2019. The reporter considered pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 7-oct-2020: lot number added. Doc 1 and 2 process together. On 21-oct-2020 2020: due to internal review essure start dates was amended to (B)(6) 2010 (previously typo: (B)(6) 2020) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.